Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation, the sensor failed visual analysis, due to a damaged pin (#20) at the mini-d connector. The sensor passed functional testing and was determined to be functioning as designed.

Event description:
The customer reported they are unable to obtain a correct spco value. No consequences or impact to patient were reported.